Manufacturer narrative:
Per tandem¿s user guide: ¿humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the supplies were in use for over 3 days. Customer's blood glucose was 384 mg/dl. Reportedly, the supplies were changed to address the event and insulin delivery was resumed.